Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07/08/2019. The device was evaluated by the field service engineer (fse) and the reported problem was confirmed. The field service engineer replaced the speaker and after testing the device has returned to full functionality.

Event description:
The customer reported primary alarm failure. The device was in clinical use at the time the issue was discovered. There was no patient or user harm reported.